Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported right side rupture, ¿anxiety¿, and ¿sharp pain in breasts/ burning sensation¿. The device has been explanted.